Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) results were obtained from a single level of non-vitros mas level 1 quality control fluid, lot: ocr2608, using vitros na+ slide lot: 4261-1141-5763 on a vitros 5600 integrated system. Mas level 2 na+ results of 197.6 and 200.7 mmol/l vs. The expected result of 121.1 mmol/l biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected on patient samples. Patient samples were not affected and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a single level of non-vitros mas level 1 quality control fluid, lot: ocr2608, using vitros na+ slide lot: 4261-1141-5763 on a vitros 5600 integrated system. The assignable cause of the event was a suboptimal calibration. The cause of the suboptimal calibration is unknown. Acceptable vitros na+ performance was observed after restoring a previously acceptable calibration, as well as on another subsequent calibration. Historical vitros na+ lot: 4261-1141-5763 quality control results were within expectation for level 1 but slightly imprecise for level 2, however the magnitude of the level 2 precision would not cause the bias observed from the unexpected quality control results. The investigation found no indication the vitros 5600 integrated system or vitros na+ slide lot: 4261-1141-5763 malfunctioned, as restoring a previous calibration without any additional actions resolved the issue. Additionally, the customer processed a diagnostic vitros na+ precision test using their non-vitros mas l2 quality control fluid, which was within ortho acceptable guidelines, further verifying acceptable vitros 5600 system performance. Continual tracking and trending does not indicate a systemic issue with vitros na+ lot: 4261-1141-5763.